Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 512mg/dl. Troubleshooting was done for tape not sticking to the body but customer declined troubleshooting for high blood glucose. No further assistance needed.